Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
The device was not returned for evaluation. In addition, no photographs, videos, or imagery were provided for review. A device history review was performed with the work orders that were for the manufacturing of the components most relevant to the failure mode reported in this complaint. The review did not reveal any manufacturing related issues that would have contributed to this complaint. A review of lot history revealed no other complaints for ¿balloon ¿ leakage¿ or ¿delivery system ¿ insertion difficulty through sheath¿ and one (1) other complaint for ¿delivery system ¿ difficulty with valve alignment¿. Complaint data for the previous 12 months (december 2017 through november 2018) was reviewed for the commander delivery system (all models and sizes). However, no manufacturing non conformances were identified.   A review of complaint data for november 2018 revealed that the complaint rate did not exceed the control limit for the applicable complaint trend category (¿leakage¿). Complaint data for the previous 12 months (december 2017 through november 2018) was reviewed for the commander delivery system (all models and sizes). However, no manufacturing non conformances were identified.   A review of complaint data for november 2018 revealed that the complaint rate did not exceed the control limit for the applicable complaint trend category (¿valve alignment difficulties¿). Complaint data for the previous 12 months (december 2017 through november 2018) was reviewed for the commander delivery system (all models and sizes). No complaint devices have been returned and evaluated for ¿delivery system ¿ insertion difficulty through sheath. A review of complaint data for (B)(6) 2018 revealed that the complaint rate did not exceed the control limit for the applicable complaint trend category (¿resistance between devices¿). Inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint.   Due to the unavailability of the devices and/or relevant imagery, the complaints for ¿balloon ¿ leakage¿, ¿delivery system ¿ difficulty with valve alignment¿, and ¿delivery system ¿ insertion difficulty through sheath¿ were unable to be confirmed. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. As a result, presence of a manufacturing non-conformance was unable to be determined. However, a review of the lot history, DHR, manufacturing mitigations, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. Additionally, a review of the IFU and training manual revealed no deficiencies. It is likely that patient/procedural factors contributed to the reported events. As reported in the complaint description, ¿during a valve alignment attempt inside a non-edwards sheath, the implant doctors were not able to advance the mounted valve on the edwards commander delivery system because it got stuck into the sheath.¿ per training manual, ¿push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification.¿ imagery and information of the patient anatomy were not provided and thus could not be assessed for the factors as detailed above. However, calcification in the access vessel can interact with the sheath and delivery system during insertion, creating additional resistance, while tortuous patient anatomy can create sub-optimal angles that could result in a difficult pathway for advancement of the delivery system. Furthermore, a non-edwards sheath was used in the procedure. The commander delivery system is currently indicated for use with the edwards expandable sheath. It is possible that the non-edwards sheath did not have the features necessary to accommodate the delivery system. Interactions between the unverified sheath and the delivery system could then have contributed to the reported difficulty with insertion into the sheath. The IFU and training manual instruct the operator to perform valve alignment in a straight section of the patient anatomy (for a pulmonic procedure, valve alignment should be performed in the inferior vena cava). If valve alignment were performed in the sheath, it is possible that the sheath shaft was interacting with the valve/delivery system, contributing to high alignment forces. Additionally, if there were tortuosity in the access vessel, it is possible that valve alignment was being performed at a bend or angle as well, further creating difficulty during valve alignment. It is possible that the excessive manipulation or force applied during the valve alignment attempt could have damaged the inflation balloon or crimp balloon. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a tear in the crimp balloon. It is further possible that the balloon was damaged during the ¿several retrieval attempts¿ as well. As such, available information suggests that patient/procedural factors contributed to the reported events. However, a definitive root cause is unable to be determined at this time. Since no manufacturing/product non-conformances or IFU/training deficiencies were identified, an fmea assessment is not required. Since no manufacturing/product non-conformances or IFU/training deficiencies were identified, no corrective actions are required. Since no product non-conformance was confirmed in the evaluation, and the occurrence rates for the trend categories did not exceed their respective complaint control limits, no product risk assessment (pra) is required at this time. The complaints for ¿balloon ¿ leakage¿, ¿delivery system ¿ difficulty with valve alignment¿, ¿and ¿delivery system ¿ insertion difficulty through sheath¿ were unable to be confirmed. Additionally, due to the unavailability of the device, it cannot be determined if a manufacturing nonconformance contributed to the reported events. No labeling or IFU/training inadequacies were identified. Available information suggests that procedural factors (valve alignment performed in a sheath; non-edwards sheath used; access vessel tortuosity/calcification) may have contributed to the complaint events. No IFU/training manual inadequacies were identified and a review of complaint history revealed that the occurrence rate for the trend categories did not exceed their respective november 2018 control limits. Therefore, no corrective/preventive actions or pra escalation are required at this time.

Event description:
As reported by a an edwards lifesciences affiliate in the united kingdom, regarding a 29 mm sapien 3 valve case in pulmonic position by transfemoral approach. During a valve alignment attempt inside a non-edwards sheath, the implant doctors were not able to advance the mounted valve on the edwards commander delivery system because it got stuck into the sheath. After several retrieval attempts, the delivery system and the sheath together were finally removed without issues. When inspecting the removed delivery system, it was noticed the ¿balloon ruptured¿. Another system was prepped and a new 29 mm sapien 3 valve deployed successfully using a 26 fr non-edwards sheath. The patient is doing well. As per medical opinion, the 24 fr non-edwards sheath was too small for the valve.

Manufacturer narrative:
Investigation is underway.

Event description:
As reported by a an edwards lifesciences affiliate in the (B)(4), during valve alignment of a 29 mm sapien 3 valve in pulmonic position, the implant doctors experienced difficulty and noted the balloon ¿had burst¿, therefore, the device was retrieved. Another system was prepped and delivered successfully.